Event description:
An abbott field service engineer required stitches to the little finger of his right hand when the finger was pinned between the home sensor and the home flag of the cuvette wash pump on the architect c8000 analyzer. No further information is available.

Manufacturer narrative:
This issue is address in the architect c8000 system service and support manual, manual revision number: 96750-115; hazards, introduction: the c 8000 is designed for optimal operator safety. However, this does not reduce the importance of safety awareness where hazards exist. This section describes the types and locations of potential hazards that could cause physician harm or damage to the laboratory environment or where failure to follow instructions may result in instrument failure or generation of erroneous patient results. This section describes the types and locations of potential hazards that could cause physical harm. Warnings are inserted throughout this manual to alert field service representatives (fsrs) to potential hazards. The architect c8000 system service and support manual instructs the field service representative to power off the c8000 module before servicing the pump to minimize the possibility of injury from moving parts. The investigation demonstrated that the architect c8000 system is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.